Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called for assistance regarding the usage of the insulin pump. They were advised that if the customer has multiple high blood glucose reading in a row they should treat with manual injections and change the insulin pump. The customer's blood glucose at the time of the phone call was 350 mg/dl. The caller was not sure when to switch back to the insulin pump. The caller was advised to speak with the customer's doctor. Nothing further was reported.